Event description:
The probe locked up during a biopsy before it could be removed from patient's breast. A clip could not be deployed due to technical difficulties with the probe. The probe was removed manually. The patient tolerated the procedure and left the department in stable condition.